Manufacturer narrative:
B3/d10: the events occurred on 07 june 2025 and 08 june 2025. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (02) large volume folfusors underinfused during patient infusion. The issue was further described as, "approximately 20% remained, difficult to assess exactly how much". The devices contained piperacillin/tazobactam 18000mg in 230ml of sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: device manufacture date ¿ the lot was manufactured between may 8-10, 2024. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that there was residual fluid inside the device's bladder which suggested a possible underinfusion may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.